Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator stated that their symptoms were worse than prior to their device. The patient complained of leaking and described it as lasting all day, even instantly after emptying their bladder. The patient had stress urinary incontinence. It was confirmed that the patient did not have an infection at this time. The patient attempted to adjust their stimulation both higher and lower with no success. Troubleshooting was performed with no success. The patient later stated that they were not happy with their results as it could provide any frequency. The patient got up at night 3 times per night. The patient did not know when they were leaking. The patient scheduled an appointment with their physician on (B)(6) 2025 for a botox injection. The patient's device was confirmed to be off, so stimulation was not causing their worsening symptoms. Their stimulation was turned on and they felt the stimulation. The patient also noted having a uti prior to this situation. There were no known device issues. There were no additional patient complications.